Manufacturer narrative:
Follow-up #1 date of submission 12/28/2015 device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2015 with the following findings: a review of the black box data showed a reboot associated with a battery change. A visual inspection of the pump showed that that the battery compartment was cracked. Corrosion was observed in the battery compartment. No damage was observed to the returned battery cap. The battery cap was able to fully attach on to the pump. The pump was then tested for 24 hours with no power issues. The pump failed a leak test at the battery compartment. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.